Event description:
The pt reported blood glucose results of "250, 109 and 280 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.